Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart mrx device indicating that the output energy is lower than selected.

Manufacturer narrative:
The rse recommended replacing the capacitor, however, the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022.